Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.